Manufacturer narrative:
The initial MDR 2517506-2016-00430 was filed on november 11, 2016. Additional information (12/06/2016): a siemens headquarter support center (hsc) specialist (hsc) investigated the issue and found no indication of foaming, or hemolysis had occurred for this event based on result monitor. Hsc concluded the cause of the discordant, falsely, elevated tbil results obtained on patient samples was caused by weak reagent probe 3 mixing. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site when the event occurred. After evaluating the instrument, the cse replaced reagent probe 4 (r4) mixer and a bent reagent probe 3 (r3), and aligned them. The cse ran align test, resulting 0.0. The cse ran mix tests, and a quick check which passed. The cse ran quality controls and precision, resulting satisfactory. The cause of the falsely, elevated tbil results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated total bilirubin (tbil) results were obtained on several patient samples on a dimension vista 1500 instrument. The discordant results of some patients were auto-verified and reported to the physician(s), who questioned them. Other results were flagged with delta checks, indicating the results did not match with results previously obtained for the patients. The samples were repeated on an alternate instrument, resulting lower. The results which were auto-verified were corrected and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tbil results.